Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. Event took place during reprocessing. Customer did not elaborate on how the spring of the connector went missing, but it was noticed immediately as the part was found. The staff is trained and experienced in the use of the device.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Please see the updates in sections: g3, g6, h2, h4, h6, and h10. The device history record review confirmed that device conformed to specifications at the time of shipping. There is no available repair history for this device. It is likely that the connecting tube was unable to be connected as connector loosened and came apart. The cause of the loosened connector could be that the user applied stress to the connector toward loosening direction, and the stress was accumulated, or the connector may have been hit by something hard. The instructions for use includes the following statements that can prevent the issue from happening: chapter 3.inspection before use 3.3 inspecting the connectors: check the following for each connector: the connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents.

Manufacturer narrative:
Field service engineer (fse) went on site to repair the broken gray connector. Fse replaced gray basin scope connector. Fse also replaced internal filter for the customer. Fse tested the unit and unit was functional. Equipment was repaired and verified according to other equipment manufacturer instructions. The covers of the device were not removed so an electrical safety check was not required. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, the device gray connector was broken with the spring was missing. There is no reported harm to any patient.